Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to reservoir herniated. Reservoir was explanted and replaced. No information about the patient outcome is available at the moment.